Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple half-height cubie pockets in drawer 4 failed, and the issue likely required replacement of the drawer or associated board components. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station half height cubie drawer was failed. A field service engineer (fse) diagnosed a failed drawer controller board and replaced the drawer with a known good unit from customer stock. The customer confirmed the drawer was functioning properly after replacement. The system functioned as intended after the field service engineer repaired the device.